Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) confirmed that the customer has not requested service to inspect the iabp. The reported issue was not alleged to the iabp but rather to the involved iab (intra-aortic balloon) for which MDR with mfg report number 2248146-2018-00691 has been submitted. The iabp has been returned to the customer for clinical use. The full name of the event site was shortened due to field character limit; the full name is (B)(6) central hospital.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) generated an "autofill failure" alarm. The iabp was replaced but the alarm did not disappear. The intra-aortic balloon (iab) was replaced to continue therapy. There was no patient harm and no adverse event reported.